Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found a large amount of grease on the worm gear of the probes and splashed around the probes, probe holders, and on the metal of the probe housing. He also found dust on the cuvette rotor. He cleaned the grease and the dust from the system. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The cobas integra 400 plus serial number was (B)(6). A general reagent problem was excluded as the provided calibration and qc data were acceptable. The investigation is ongoing.

Event description:
There was an allegation of a questionable total protein gen.2 from the cobas integra 400 plus analyzer. The initial result was 112.3 g/l. The repeat results were 64.1 g/l, 65.2 g/l, and 66.6 g/l.